Event description:
It was reported that the patient experienced a shocking or jolting sensation when the ins was turned on with her first ins that was implanted on (B)(6) 2011. It was noted that the battery was protruding through her back and there was 'some other stuff going on". It was reported that the leads in her back were repositioned, and the patient had the device removed in (B)(6) 2012. A new ins and leads were implanted, and it was reported that everything had been great since that procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).